Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021 mentor became aware that it erroneously omitted the product update to unknown smooth mentor saline in the supplemental report submitted on (B)(6) 2021. The device returned was smooth, but had been reported as textured.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline breast implant. Leak testing was performed in accordance with mentor procedures and a tear was noted on the union between shell and patch. A microscopic examination was performed, and the cause of the deflation could not be identified. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 28, 2021. The replacement device was a 350cc mentor memorygel breast implant, lot #lot 9569256, serial #(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown textured mentor saline prosthesis experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with unspecified implants was performed on (B)(6) 2021.